Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient status was showed as discharged while still admitted. A technical support specialist suggested modifying the discharge date and time up to one year ahead to readmit the patient into the bd pyxis es system by referring to knowledge article "patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work". An email was sent to the customer informing them of the connectivity issue. The customer later confirmed that the issue was resolved after fixing a network problem. The system functioned as intended after the technical support service investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient status was showed as discharged while still admitted. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient status was showed as discharged while still admitted. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.